Event description:
Pt was implanted with a right femoral nail and screw construct on (B)(6) 2011. Pt was returned to the operating room on (B)(6) 2012 for removal of hardware. Pt complained of painful hardware. Surgeon removed all hardware and pt was not revised with any additional hardware. Pt's fracture healed. This is the 1st of 3 reports submitted on this event.

Manufacturer narrative:
Device was not returned. A review of synthes device history records for mfg revealed no complaint related issues.